Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements, noise and oversensing. This led to the device recording inappropriate atrial tachy response (atr). Furthermore a signal artifact monitoring (sam) episode was recorded. Reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements, noise and oversensing. This led to the device recording inappropriate atrial tachy response (atr). Furthermore a signal artifact monitoring (sam) episode was recorded. Reprograming options were discussed. This lead was replaced and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 270 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the product: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurements, noise and oversensing. This led to the device recording inappropriate atrial tachy response (atr). Furthermore a signal artifact monitoring (sam) episode was recorded. Reprograming options were discussed. This lead was replaced. No further adverse patient effects were reported.